Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the patient had settings adjusted about a month ago (normal programming adjustment) and since then, they have only been able to charge to 50%. The hcp stated that patient was previously charging to 75% or 100%. It was stated that when ins is low they would sometimes have patient charge overnight or while they are laying down resting and this was the same as they were doing before. The hcp indicated they had seen any codes or error messages on insr. Patient indicated they have to sit perfectly still in order to charge. Patient stated they get no less than 4 bars but prior to adjustment, they had been able to get 6-8 bars. It was reviewed that a new antenna would be sent to patient along with shoulder harness to help keep antenna in place. It was reported that the insr antenna was damaged and an email was sent to repair department. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.